Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/23/2017. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck and overridden by the push rod at the cartridge loading zone. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system, model pcb00, would not deliver the intraocular lens (iol). Reportedly the tip of lens was in the patient's eye when the issue occurred. Additional information was received and it was learnt that there was no incision enlargement, no suture and no vitrectomy was performed. The procedure was completed successfully with a backup lens. The patient was reported being fine. No further information was provided.